Event description:
It was reported that there was a volume discrepancy with the pump where the healthcare provider (hcp) was expecting only a few milliliters in the reservoir, but found 38ml. The reporter stated that the pump logs looked fine and the previous log from (B)(6) looked as expected. It was indicated that the low reservoir alarm had sounded on (B)(6) the empty reservoir alarm sounded on (B)(6) and the device was subsequently refilled on (B)(6). The hcp was unable to do a dye study because they could not aspirate the catheter. It was reported that a pump replacement was to be performed at the time of report. The device system was used to deliver morphine and bupivacaine. Seventeen days later, it was reported that the pump had read out as having 33ml of drug. There was no discrepancy on the day of surgery; the discrepancy had occurred at the managing physician¿s office. There were no symptoms associated with the event. When the surgeon removed the pump from the catheter, he was able to get cerebrospinal fluid (csf) back. The surgeon had seen a kink in the catheter near the sutureless connector and, upon straightening the catheter, was able to aspirate csf. It was indicated that the pump and connector were explanted and replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d20365, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that it took nine months to determine that the catheter was kinked, which was discovered at a revision surgery in (B)(6) 2013.